Event description:
Doctor had implanted the first ultratine. The scrub tech was attaching the inserter to the second device and the implant broke. He ended up implanting an endotine on the other side.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.